Manufacturer narrative:
Product event summary: at analysis it was noted that the device failed a sense check on incoming testing, indicating that calibration was required. The device was cleaned and inspected, calibrated and it then passed its automated testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.